Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had not used it for 3yrs because every time they do, they end up with a bladder infection. They stated that the new ins hasn't worked, every time they charged it they had a bladder infection. Patient mentioned that they have to live on antibiotics every day of their life, and that they went to the healthcare provider (hcp) for 6 months but nothing they did helped. Agent offered to walk the patient through making a therapy adjustment, but patient declined to turn the therapy on. Agent sent a physician listings, and documented reported events.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that when the therapy worked they got uti's (since implant). Patient quit charging the device a couple years ago because they got tired of taking antibiotics. Patient is supposed to go in to have an MRI done and they won't do it unless the stimulator is charged. Patient said, they can't remember the password on the handset (about a week ago). Agent walked caller through trying to unlock the handset and the patient got a message to enter a passcode. The issue was not resolved through troubleshooting. An email was sent to the repair department to send replacement handset. Agent explained not to set a passcode for the handset. Patient said they don't have a managing doctor. Their rep was going to find them someone but hasn't found a doctor yet that takes their insurance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.